Event description:
As reported by the user facility: the venous line became dislodged and the machine did not alarm. The estimated blood loss was 300ml. The patient was sent to the emergency room and treated and released with no complications. The patient returned the following week for another treatment. The machine is being inspected by the technical staff and a trend disk will be provided. Additional information provided by the facility indicated the facilities biomed technician inspected the machine and no problems were found. It has been determined there was not a machine problem. The machine was returned for use.

Manufacturer narrative:
The machine was inspected by the facility's trained technician and returned to service. The machine is currently in use with no additional problems. The patient has returned for additional treatments since the incident occurred without any problems. The trend file was sent to the actual manufacturer for evaluation. The trend file was analyzed by the manufacturer. It was determined that at the time of the disconnection, there was a slow decrease of the venous pressure. No abrupt decline was noted. The venous pressure did not drop below the lower limit set on the machine.